Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital after receiving a shock from the implantable cardioverter-defibrillator (ICD) for ventricular tachycardia. The patient reported low flow alarms prior to the shock and shortness of breath and fatigue following the shock. The patient stopped amiodarone 2 years ago but amiodarone drip was started upon admission. The patient was then transitioned to oral amiodarone and had no further episodes of ventricular tachycardia. While admitted, the patient experienced orthostatic hypotension. While ambulating, heart rate increased from a baseline of 80-100 bpm to 132 bpm and blood pressure dropped to 76/53 mmhg. Hemoglobin and hematocrit was noted to be low at 7.1 g/dl and 22.3%.the patient was started on IV fluids and was transfused 1 unit packed red blood cells (pbrcs). The patient was discharged on (B)(6) 2020 with orders to continue amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia and bleeding, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The current heartmate ii lvas IFU lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. An explanation of each pump¿s parameters can also be found in this section under ¿explanation of parameters¿. The heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ in section 6, ¿patient care and management¿ which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4, ¿system monitor¿ under ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7, ¿alarms and troubleshooting¿ provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. Heartmate ii patient handbook, is currently available. Section 5, ¿alarms and troubleshooting¿, also provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.